Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Shi 2025, low post-stent placement iliofemoral vein peak velocity by doppler ultrasound: prognostic implication for re-intervention in thrombotic iliac vein lesions. This was a single-center retrospective cohort study. Between january 2014 and february 2024, consecutive acute dvt and pts patients who received iliac vein stent placement for iliac vein outflow lesions in the study hospital were evaluated. Iliac vein stent placement was performed in acute dvt patients with outflow stenosis[50% after early thrombus removal treatment. Patients with pts underwent iliac vein stent placement if they had clinical symptoms attributed to venous outflow obstruction with a ceap (clinical, etiological, anatomical, and pathophysiological) clinical stage of c 3 or if venous claudication was present . Stent placement was performed as in the previous literature. In summary, stenoses were treated with balloon angioplasty followed by stent placement covering the entire lesion. Occlusions were typically recanalized using a 0.035-inch hydrophilic guidewire with a straight or angled 4-fr or 5-fr catheter. Once recanalization was achieved, serial balloon angioplasty was performed, followed by stent placement. Stent size selection was typically based on the expected diameter of the native vessel by comparing the contralateral normal vein or the ipsilateral uninvolved vein, or the diameter measured using venography or intravascular ultrasound after angioplasty. Stents used included self-expandable bare metal stents, including wallstent (boston scientific) and zilver 635 (cook medical), along with dedicated venous stents including venovo (bd interventional), zilver vena (cook medical), abre (medtronic), and vici (veniti). Completion biplane venography was performed to confirm stent patency. Significant stenosis x 08. Reintervention procedures included: thrombolysis alone, thrombolysis + pta or stent placement, pta alone and pta + stent placement. Thrombosis x 01. Reintervention procedures included: thrombolysis alone, thrombolysis + pta or stent placement, pta alone and pta + stent placement. Stenosis + thrombosis x 06. Reintervention procedures included: thrombolysis alone, thrombolysis + pta or stent placement, pta alone and pta + stent placement. A total of 51 patients with 54 limbs were included. The mean age of included patients was 41.9 ± 18.2 years, and 78.4% were female.

Event description:
Supplemental report is being submitted on 06-nov-25 for correction to h6 codes.

Manufacturer narrative:
This file was raised from literature to capture adverse event of significant stenosis x 08, thrombosis x 01 and stenosis + thrombosis x 06. Device evaluation: the zilver vena devices of unknown product lot number and unknown catalog number involved in this complaint, were not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: it should be noted that the instructions for use (ifu0091) lists restenosis, occlusion, or thrombosis of the of the stented artery as a potential adverse event of this device. There is no evidence to suggest the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause was attributed to the patients pre existing conditions. As per medical advisor input "the stenosis + thrombosis were related to patient¿s pre-existing condition, it was not related to cook stent." As previously noted, instructions for use (ifu0091) lists restenosis, occlusion, or thrombosis of the of the stented artery as a potential adverse event of this device. Confirmation of complaint: the complaint was confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the literature shi 2025 stenosis, thrombosis has been reported. Confirmed quantity of 15 devices, confirmed used. According to the literature provided interventions included thrombolysis alone, thrombolysis and pta or stent placement, pta alone and pta + stent placement. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the patients preexisting conditions. As per medical advisor input "the stenosis + thrombosis were related to patient¿s pre-existing condition, it was not related to cook stent."